Manufacturer narrative:
Device manufacture date: oct 22, 2008; oct 16, 2008; oct 23, 2008. Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a minimally invasive viper2 case, the assisting surgeon could not remove the viper2 advanced rod holder easily from the rod while in the patient. When trying to remove it, he pried it back and forth several times then it "snapped" and the rod holder broke at the tip while the handle came out of the patient. The tip of the rod holder remained on the rod that was in the patient which was confirmed using fluoroscopic imaging. The surgeon worked to remove the tip by loosening the set screw on the rod and the tip eventually came out of the patient in one piece. They then used fluoroscopic imaging again to make sure nothing else was left in the patient. The resulting delay was five to eight minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
The viper2 rod holder, advanced was returned for evaluation. Visual inspection revealed that the fracture was located at the holder¿s distal tip approximately 25mm from the working end. The fracture resulted in two fractured surfaces. Scanning electron microscopy (sem) found evidence of a static brittle failure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the viper2 rod holder, advanced was conducted on the specific product code from this complaint file as there is no product family for this device that exhibit a similar failure mode in similar conditions. This analysis found no systemic trends that require further action. The root cause of the viper2 rod holder¿s distal tip becoming broken cannot positively be determined. However, the sem fracture analysis results show evidence of a static brittle failure which was most likely due to a higher than anticipated loading on the distal tip during use. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this device. Additionally, no material defects or other abnormalities were observed in the fracture analysis report. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.